Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate. Additionally, the bolus history was missing data despite being in use. There was no reported impact to customer's blood glucose. Review of the pump data logs by tandem technical support verified that no bolus delivery was recorded at the time; however, the customer maintained the belief that the bolus was delivered. Reportedly, the customer continued to use the pump for insulin therapy.